Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event is confirmed through review of medical records which identified pain without instability, limping all the time, and restricted adls. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: trabecular metal posterior stabilized monoblock tibial component 00588606410 lot 63704926 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. The patient was progressing well until the two year follow up when they reported severe pain, restricted adls, and dissatisfaction. The patient completed the study per protocol without intervention.